Manufacturer narrative:
Citation: "arterial embolization with onyx of head and neck paragangliomas" michelozzi c, januel ac, cuvinciuc v, et al. J neurointervent surg 2016;8:626¿635. The device will not be returned for evaluation as it was implanted in the patient. Based on the reported information, there did not appear to have been any defect of the device during use. The event occurred during the procedure and its cause was unknown. Information received from the same report as MFR: 2029214-2016-00426.

Event description:
Medtronic received information through review of literature of cases where onyx migration into the middle cerebral artery (mca) occurred. During the second embolization of a jtp (jugulotympanic paraganglioma) with intradural extension, onyx injection into the pharyngeal artery migrated through the tumor to the meningeal branch of the carotid siphon to the mca, despite the coiling of one of the branches and the use of a balloon in the internal carotid artery to avoid this migration. The onyx fragment, which produced a slight slowdown in the middle cerebral artery (mca) flow, was left in place. The patient was treated with heparin and aspirin for 1 week and 3 months, respectively, and remained asymptomatic at the long term follow-up. In the another case of 5 cm (vp) vagal paragangliomas, the onyx fragment migrated during microcatheter retrieval from the ascending pharyngeal artery into the guiding catheter left in the common carotid artery. Because of very slow flow in the mca branch involved, the fragment of onyx was easily retrieved with a snare without clinical consequence. There was also report of a jtp (jugulotympanic paraganglioma) case where passage of onyx into the posterior fossa compartment led to bradycardia and transient asystole, treated with intravenous atropine. In the case of a secretant vp, at the very beginning of onyx injection, a hypertensive peak of 200 mm hg was efficiently treated with intravenous nicardipine. A total of 29 patients (75% women) with a median age of 60 years at embolization (range 28-77 years).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.